Event description:
The pt reported about 315 units of insulin spilled into the cartridge chamber of her insulin infusion device. She stated she inserted the cartridge without the blue adapter attached and the insulin spilled when she started to twist the cartridge onto the piston rod. She said she immediately took the cartridge out of her infusion device but the plunger remained attached to the piston rod. She stated she was able to detach the plunger from the piston rod and then dried out the chamber and turned the device upside down to dry out. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.